Event description:
It was reported that this right ventricular (rv) lead exhibited noise, loss of capture (loc), and dislodgement due to perforation. Prior to being discharged as patient received a newly implanted system, the patient experienced acute chest pain. A follow up computed tomography scan was then performed and showed partial rv lead perforation and pericardial effusion. Device was interrogated and rv poor sensing of 0.8 milli volts and loc were observed. Device was reprogrammed prior to surgical revision. Rv lead will be surgically revised as part of planning. Subsequently, this rv lead was surgically revised, remains in service, and patient remained hemodynamically stable. No additional adverse patient effects were reported.